Event description:
During surgery to reposition the implant's receiver/stimulator, the electrode array migrated out of the pt's cochlea. The device was then explanted and successfully replaced in 2004.